Event description:
The patient alleged the bolus recommendations provided by the software application are not accurate. No adverse event reported. Software application was not requested for return, however, the back up file has been sent to the manufacturer for evaluation.